Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a transfemoral tavr procedure was performed to implant a 26 mm sapien 3 ultra valve into a pre-existing surgical valve. There was no difficulty inserting the 14f esheath+ into the patient. The commander delivery system was advanced into the esheath+. A kink was observed near the aortic-iliac bifurcation. The dilator was placed back into the esheath+ to straighten it out and passed through rather well. The delivery system was advanced again and resistance was met 3/4 of the way through the sheath. It was observed that the valve had a bent strut. The system was removed without complication. Upon removal, it was observed that the valve had penetrated the sheath shaft slightly. A new system was prepared. The new 26 mm sapien 3 ultra was successfully implanted. The patient tolerated the procedure without any complication and was sent to recovery with stable vitals.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in section h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: component code, investigation findings, investigation conclusions. H10 was updated with reference to the other report submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve frame damage was confirmed based on information received to date. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (kinked sheath, excessive device manipulation) likely contributed to the event. Kinks introduced to the sheath or delivery system components can disrupt device advancement by altering the intended geometry and internal continuity of the system. A kink sustained on the sheath can create narrowed or obstructed regions through the inner lumen, increasing friction or impeding passage of the system through the shaft. Additionally, a kinked sheath can cause valve struts to interact with the lumen wall, potentially leading to frame damage/bent struts, especially when compounded by device manipulation. Additionally, kinks sustained along the delivery system itself can distort its profile, creating localized resistance as the system interfaces with the sheath wall, thereby increasing the force required for advancement. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.